Event description:
Hospital reported that the pump "freeflowed". At the time this occurred the pump was turned off and the door latch was closed. The pump alarmed "help me". Hospital biomedical engineer advised there was a note on the pump when they received it stating "door doesn't clamp tubing." Biomedical engineering examined the pump and was unable to duplicate the problem. The instrument was returned to the floor for clinical use.